Event description:
The patient underwent a lens replacement because the surgeon noticed, upon performing a lens repositioning, the haptic was broken. The surgeon was not sure how the haptic broke or if it was product related.